Event description:
It was reported that the patient presented to the hospital after receiving three high voltage shocks. Right ventricle (rv) lead impedance was greater than 2500 ohms and short interval counter was elevated indicating oversensing. Detection was disabled and the patient was scheduled for rv lead revision. During the revision procedure, the atrial and left ventricular leads were dislodged. Additionally, the rv lead broke, and the distal part remained in the patient. The patient is rescheduled for another revision procedure for a new defibrillator system and explant of the distal rv lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): distal conductor fractured, and outer insulation breached cut; proximal segment returned and analyzed.